Event description:
Maquet vasoview hemopro 2. (Gray) air seal was cracked, preventing insufflation when starting leg vein harvesting. The surgical assist also stated that the cautery was not working, a new hemopro had to be opened to do case.